Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. Patient code 3191 captures the reportable event of surgery. Subsequently, the product was returned and analyzed. The event date was updated after performing data analysis. The returned implantable cardioverter defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a error message, presumed to be indicative for voltage too low for remaining capacity. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a error message, presumed to be indicative for voltage too low for remaining capacity. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. The device was returned and it is waiting for product analysis.